Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Engineering found that the arm failed the in-house weighted brake test for axis-2. The arm was upgraded to correct the problem. The brakes, brake gears, brake bearings and brake shaft were replaced on axis-2. This complaint is being reported due to the patient side manipulator (psm) arm 2 failing the brake weight drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported after completion of a da vinci total benign hysterectomy, the site noted a system fault for patient side manipulator (psm) 2. Upon review of the da vinci system logs, an intuitive surgical inc. (Isi) representative, a technical service engineer (tse) observed an 23022 error message indicating that a brake fault on psm 2 occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The arm was replaced to correct the problem. There was no report of patient involvement or adverse outcomes.